Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that pt needed assistance in trying to synch with their ins and when they did they reported seeing the screen with a doctor and por. Troubleshooting reviewed por meaning and redirected pt to their healthcare provider to further address the issue. The issue was not resolved through troubleshooting.